Event description:
The customer reported that the 3100a did not meet a performance specification. The mean airway pressure (map) would only go up to 35 cmh20. The specification is 39 to 43 cmh20. There was no pt involvement at all.